Event description:
It was reported that x-ray showed the patient had a pneumothorax one day post implant. A chest tube was placed and the lung was re-inflated. The tube was removed and the patient was discharged four days post implant. No further complications have been reported.

Manufacturer narrative:
This event occurred more than three years ago. Relevant clinical information was received and the lead is still active. No follow up will be done with the user facility.